Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and installed on an in-house system where the backdrive test produced yaw drifting and the 23008 error was triggered indicating pot to encoder fault on yaw axis. The usm was then installed on a test fixture where the check sensors failed on the yaw axis, the 23008 error was triggered during sine cycle, and the friction speed low test became frozen on the yaw axis. Once testing was completed the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) were tested and verified as the source of the issue. The complaint was confirmed based on the failure analysis. The probable root cause is due to a faulty yaw searchlight pca and ffc within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Isi has received the usm to perform failure analysis; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that resistance was felt during the use of universal surgical manipulator (usm) 2, and the surgeon described the sensation as if the arm was reaching its limits and would not allow further movement. The arm continued to function but required inspection, and no errors or messages were observed in the system logs. A subsequent call was made the following day by the representative. It was reported that pressing the instrument clutch button on arm 2 caused the arm to droop and drift toward arm 1, which was demonstrated and compared to other arms that did not exhibit the issue. The procedure was completing as planned with no reported injury.